Manufacturer narrative:
Concomitant products: product ID neu_adaptor_acc, serial # unknown, product type accessory; product ID neu_ unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the manufacturer representative thought they were noticing a trend. It was noted that when the implantable neurostimulator (ins) was used with either a 1x4 or 2x4 adaptor it lead to a shorter battery life. It was noted that this seemed to occur in patient that had converted from an older ins model to a newer model. It was noted that there was a significant difference in battery longevity. It was noted that impedances were still within the normal specification but were on the higher end of normal, comparatively. It was noted that based on a rough estimate the increase in impedance was 25%. It was noted that there had been one clinician who also noticed this. It was noted that the physician specialized in movement disorders. It was noted that the physician noticed something in the last 60 to 90 days. Additional information received reported that the manufacturer representative was speaking mostly in general terms about the event. It was noted that the slightly higher impedance were still within the normal range but seemed to be 10 to 15% higher than what was seen prior to the replacement surgery. It was noted that the manufacturer representative speculated that the adaptor was the cause of the higher impedances and shortened battery life. It was noted that they were beginning to see patients that initially had older model devices lasting 4+ years and now with the newer model devices with adaptors lasting 3+ years. It was noted that there was no customer or patient that had voiced any kind of complaint about the issue; it was noted that it had been more a case of disappointment as the newer model was expected to last longer than the older model.